Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No intervention was reported. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.